Event description:
Following angioplasty using the first balloon catheter (subject device), a stent was uneventfully placed across 90% stenosed cavernous portion of the right internal carotid artery (ica). Another of the same balloon device was used to dilate the vessel after the stent placement. Repeat imaging showed good stent-to-wall apposition; however, there were two focal areas of contrast extravasation noted. Protamine was given to reverse heparin. The next angiogram did not reveal any further extravasation and the stent was patent. However, a CT scan post procedure demonstrated subarachnoid hemorrhage in the sylvian fissure and intracerebral hemorrhage in the right temporoparietal lobe. The next day the patient developed hemispheric intracranial hematoma with midline shift, mass effect and effacement of the right lateral ventricle. A right decompressive hemicraniectomy was performed to treat massive brain swelling. However, the patient remained unresponsive and subsequently, seven days post procedure died.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, hematoma with brain midline shift, mass effect and effacement of the right lateral ventricle and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following angioplasty using the first balloon catheter (subject device), a stent was uneventfully placed across 90% stenosed cavernous portion of the right internal carotid artery (ica). Another of the same balloon device was used to dilate the vessel after the stent placement. Repeat imaging showed good stent-to-wall opposition; however, there were two focal areas of contrast extravasation noted. Protamine was given to reverse heparin. The next angiogram did not reveal any further extravasation and the stent was patent. However, a CT scan post procedure demonstrated subarachnoid hemorrhage in the sylvian fissure and intracerebral hemorrhage in the right temporoparietal lobe. The next day the patient developed hemispheric intracranial hematoma with midline shift, mass effect and effacement of the right lateral ventricle. A right decompressive hemicraniectomy was performed to treat massive brain swelling. However, the patient remained unresponsive and subsequently, seven days post procedure died.

Manufacturer narrative:
The device is not available to the manufacturer.